Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the device was returned without the water trap. Additionally, a nibp pump assembly malfunction was identified. The ge datex-ohmeda cardiocap 5 nibp pump and nibp pump assembly were replaced. The circuit boards were inspected and the device was recalibrated. The display, ECG, nibp, on/off power, recorder, spo2, and final visual inspection tests were performed and all passed. The root cause was determined to be aged parts of the pump assembly. This type of event will continue to be monitored.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the device had a nibp issue. The device was reading at 190/120 and would only read up to 165. The cables and hoses were changed but device was still having issues. There was no report of patient involvement. No additional information available.